Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 31 events were reported for this quarter. Product return status: (B)(4) devices were received for evaluation. (B)(4) devices were not available to stryker for evaluation. Evaluation status: 25 events were confirmed during testing. (B)(4) device was found to be affected by corrosion. (B)(4) devices were found to be affected by corrosion and a lubrication problem. (B)(4) devices were found to be affected by a lubrication problem. (B)(4) device was found to be affected by a lubrication problem and a fracture problem. (B)(4) device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 31 malfunction events in which the device reportedly overheated. Thirty events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 5 previously reported events are included in this follow-up record.   Product return status: 3 devices were received for evaluation. 2 devices were not available to stryker for evaluation.      Evaluation status: 3 reported events were confirmed during testing. 2 devices were found to be affected by a lubrication problem. 1 device was found to be affected by a shattered bearing and a lubrication problem. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes 31 malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.